Event description:
It was reported the atrial lead dislodged. After several attempts at repositioning the lead, the lead was removed with no replacement lead implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 left ventricular (lv) lead (B)(6) 2013; c4tr01 implantable pulse generator (ipg) (B)(6) 203. (B)(4).